Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) due to high out of range right ventricular (rv) lead pacing impedance of greater than 2000 ohms. It was noted that prior to the lss the impedances were 500-700 ohms. The rv lead exhibited noise in the unipolar configuration. Boston scientific technical services (ts) discussed programming the minute ventilation (mv) sensor off, and reprogramming the device to unipolar pacing and bipolar sensing. The physician elected to turn off the mv sensor and reprogram the device to unipolar pacing, and bipolar sensing. After the device was reprogrammed no noise was seen. This pacemaker system remains in service. No adverse patient effects were reported.